Event description:
It was reported by the user site that on (B)(6), 2026, during qc/physicist testing of a 3 dimensions mammography system 3d us, the x-ray tube was arcing. The user site reported that the issue was observed during testing and requested replacement of the x-ray tube. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and verified the reported tube arcing condition. The fse reported to had replaced the x-ray tube, performed alignment and calibration activities, and successfully tested the system according to manufacturer specifications. The system was then made ready for physicist evaluation. Following the tube replacement, it was reported that an artifact was present on silver filter images during physicist review. A hologic field service engineer investigated and found debris on the silver filter surface. The fse reported to had cleaned debris from the beam path, including the silver filter, and performed gain calibration. The fse reported that artifact evaluation images acquired after calibration showed no artifacts on any filter or focal spot combination. It was reported that the physicist on site passed all images, and the system was verified to be operating according to manufacturer specifications with no recurrence of the original complaint. No further information is currently available.